Event description:
The male pt underwent acl reconstruction procedure with the use calaxo screw inserted in the tibia approx a yr ago. The pt now presents post-op inflammatory reaction with pre-tibial swelling and had a synovectomy procedure and have antibiotics initially for one month. The pt was debrided and the graft looks stable.

Manufacturer narrative:
Prod recall initiated august 21, 2007.